Manufacturer narrative:
Evaluation results and conclusion: (a 3-way stopcock was used instead on a 1-way stopcock may have contributed to the event). (No cine images were provided to confirm the presence of an air embolism). (B)(4).

Event description:
An attempt was made to use a mo.ma ultra cerebral protection device to treat a 40mm lesion in the right internal carotid artery with 90% stenosis. The device was being used in addition to the guardwire temporary occlusion and aspiration system as distal protection of the distal ica. There were no abnormalities during the negative prep before use. A 3-way stopcock was used instead on a 1-way stopcock. While the associated devices were advanced under proximal protection, the eca (distal) balloon deflated unexpectedly. The eca balloon was inflated once more, but it deflated again after about 3 minutes. A third attempt was made to inflate the balloon, but it deflated after 8 minutes. Following the third inflation it was reported that the physician "noticed that missing site of contrast media under cine, which was considered as air" therefore, alluding to air embolism. Physician stopped using the mo.ma ultra device and completed the operation procedure with the guardwire device. No health hazard was caused to the patient. Device evaluation: the device was received by the manufacturing facility for evaluation. Traces of radio opaque material was detected inside the inflation lumens but the lumens were not occluded so inflation/deflation test of the balloons could be performed without any issues noted. Negative pressure was applied on both inflation and no leakage was detected on both inflation lines. Both balloons were tested and no leakage/pinhole was detected during inflation. The same test was performed using the 3 ways stopcocks that were returned to the manufacturing facility and no leakage detected. The upper semi-shell of the hub was removed but no traces of the red liquid used for balloon inflation testing was noted. By using a leak tester, the inflation lines were tested at 5 bar, and no abnormalities detected. The 3 ways stopcock was tested at 5 bars and no abnormalities detected.

Manufacturer narrative:
The investigator assessed that the deflation of the balloon during the procedure was related to the device and the procedure.